Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2017-00007.

Manufacturer narrative:
The following could not be completed with the limited information provided. Patient date of birth/age - ni, patient weight - ni, date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, date explanted - ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported a patient underwent a revision procedure due to unknown reasons.